Event description:
An emergency department nurse was starting an IV when the protectiv plus safety catheter needle was retracted, the patient's blood poured out of the back of the plastic casing(after the needle was pulled back and locked). The nurse was adequately protected and no blood exposure resulted. Smiths medical was notified of most recent occurrence with their product.